Event description:
Reportedly, during testing a high oxygen alarm and low oxygen alarm occurred. The oxygen sensor was replaced, which resolved the reported issue. There was no pt involvement.

Manufacturer narrative:
(B)(4).